Event description:
It was reported to boston scientific via an article published in the canadian urological association journal that a prospective study was conducted in order to evaluate and describe patient tolerability of conscious sedation for rezum therapy with either oral sedation and local anesthesia (osla) or deep intravenous sedation (dis) for the treatment of bph. The primary objective was to assess patient reported tolerability of osla and dis and to determine if patients would opt for conscious sedation over general anesthesia in the future. The study occurred with 28 patients under one surgeon from april to november 2022 at a clinic in winnipeg, mannitoba with rezum products. There were fourteen patients in the osla group and fourteen in the dis group. Postoperative complications included excess pai n and infection. No further patient complications were reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication used. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Citation: dhijraj, s. B., matthew, u., kaiplan, p., ryan, r., jainik, s., naomi, g., alagarsamy, p., premal, p. (2024). Anesthetic options for rezum water vapor therapy: is minimal sedation tolerable for a minimally invasive procedure? Canadian urological association, volume 18 (issue 5), 5 pages.